Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized due to hyperglycemia on (B)(6) 2026. The blood glucose level was 600mg/dl, and it was treated with intravenous infusion and insulin pump. Hyperglycemia occurred due to insulin flow blocked and illness acute tonsillitis. Patient was admitted in the hospital for more than twenty four hours and experienced symptoms like vomiting, abdominal pain and shortness of breath. Patient was tested positive for ketones.